Event description:
The customer reported that summit sample handler did not aspirate enough reagent in positions 3,5 and 11. The customer is unsure of the assay being run at the time and if there was an error message generated. The customer could not offer any additional details. An ortho field svc engineer was dispatched. No death or serious injury was associated with this event.